Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the reload was used during a laparoscopic gastric bypass procedure and fired correctly. No patient injury occurred. The device was returned to the surgical technician who noticed that the device looked "funky." Upon closer examination, it was noticed that the reload had broken at its connection point into the handle shaft.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: additional information from the account stated that currently the patient is ok. There was no injury to the patient and no part of the device fell into the cavity of the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of received one (1) reload and one (1) adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the reload noted that the sulu adapter and articulation flag were broken off of the sulu body. Visual inspection of the adapter noted that the broken sulu adapter was attached to the distal end of the adapter. Functional evaluation of the reload could not be performed due to the damage to the adapter and the articulation flag. During functional evaluation of the adapter, the broken sulu adapter and articulation were removed. The adapter fired a pmv test reload without issue. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate